Event description:
It was reported that the right ventricular (rv) lead exhibited possible loss of capture, high threshold and a warning for impedance that was high and undefined. It was also reported that the rv lead exhibited oversensing. The rv remains in use. It was also reported that the right atrial (ra) lead exhibited oversensing, and undersensing during atrial tachycardia/atrial fibrillation (at/af) events on stored episodes resulting in unnecessary pacing at times and resulting in misclassification of a ventricular tachycardia (vt) non-sustained episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 5076-45 lead, implanted: (B)(6) 2004, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.